Event description:
The product was evaluated. An external visual inspection was performed and passed however an investigation on the complaint could not be performed because the applicator was not received. The complaint of a broken needle was undetermined. A probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).